Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, no additional information has been made available.

Event description:
Additional information indicates that the out of range measurement was isolated to a one time measurements. All other lead measurements are stable. No further investigation will be done at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.